Event description:
Hcp reported catheter sheared clost to pump. The device was explanted but not returned to the MFR for analysis. The catheter was replaced. A f/u report will be sent when additional info is rec'd.